Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to the compromised force sensor system alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 109mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.